Event description:
General report received of an unspecified number of undocumented incidents of disconnections. The option-lok male adapters of the primary tubing sets were connected to either the microclave port plugs or the microclave ports of extension tubing sets to deliver unspecified solutions. After the unspecified lengths of time in use, the customer contact reported the option-lok male adapters disconnected from the microclave ports. The customer reported that the option-lok male adapters were either reconnected to the microclave ports or the concomitant devices were replaced and the therapies were resumed. There were no reported adverse patient effects and no reported delays in therapies critical for these patients. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the devices were discarded. A representative device from lot 841464w was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).